Event description:
It was reported to boston scientific corporation that a rapid exchange biopsy cap and locking device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the ercp procedure, the nurse reported that the physician went to push a sphincterotome into the biopsy cap. This pushed the sponge into the biopsy channel of the scope, which became lodged. It is unknown what was used to complete the case. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. No further details of this event are available.

Event description:
It was reported to boston scientific corporation that a rapid exchange biopsy cap and locking device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the ercp procedure, the nurse reported that the physician went to push a sphincterotome into the biopsy cap. This pushed the sponge into the biopsy channel of the scope, which became lodged. It is unknown what was used to complete the case. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. No further details of this event are available.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rapid exchange biopsy cap and locking device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the ercp procedure, the nurse reported that the physician went to push a sphincterotome into the biopsy cap. This pushed the sponge into the biopsy channel of the scope, which became lodged. It is unknown what was used to complete the case. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. No further details of this event are available.

Manufacturer narrative:
Following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident that the foam insert dislodged from the rx biopsy cap. Only the separated sponge was returned. Since the rx biopsy cap was not returned, it is not known if the cap was damaged during use. Notes that were included with the returned complaint device indicated that the sponge dislodged when the rx biopsy cap was poked. Further evaluation found that not all of the star shaped slits on the foam insert were completely perforated. This could potentially cause the sponge to detach from the rx biopsy cap during device insertion due to the device not having a clean slit / path to penetrate and catching on the sponge. The evaluation found that the sponge had not been completely perforated during manufacture. Therefore, the most probable root cause is supplier manufacturing. Further investigation of this issue is ongoing. A review of the device history record (DHR) was performed; no anomalies were noted.